Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a patient that they underwent a hernia repair on (B)(6) 2015 and mesh was implanted. The patient was in the hospital for 10 days. One day after being discharged, the patient reported they experienced a temperature of 105, sepsis, distention of stomach and gangrene. The patient underwent a colostomy on (B)(6) 2015. The patient reported they experienced damage to the intestines, an eighteen inch hole in the stomach and a colostomy bag. The patient was discharged nine weeks later, while the 18 inch hole healed. It was reported that on (B)(6) 2015, the patient underwent three additional operations to repair damage. Additional information has been requested.